Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported a patient was found unresponsive by emts in a ditch at 12:00pm. Emt's non accu-chek emt meter gave a blood glucose result of 37 mg/dl. The emts gave the patient unspecified treatment. The patient arrived at the hospital at 12:37pm. Inform system result at that time was 183 mg/dl. The patient was still unresponsive. The caller stated that they did not treat the patient because of the 183 mg/dl result. At 1:00pm, a lab draw was done and it came back at 1:22pm as 26 mg/dl. The patient was then treated and became responsive at 2:00pm. The caller was not sure how they treated the patient. A request was made for the return of the meter and strips, replacement sent.